Manufacturer narrative:
The customer's alarm trace from the day of the event was requested but not provided. The field service representative found the customer had not performed the liquid flow clean (lfc) properly. The field service representative verified the instrument was working properly by performing precision testing. The investigation determined the service actions (educating the customer on proper lfc handling) resolved the issue.

Manufacturer narrative:
The customer stated that all 3 levels of routine qc were acceptable; the customer has an in-house high level only ran when dilution is needed, which was out or range on the day of event with a result of 50 miu/ml (with a data flag). The investigation is ongoing.

Event description:
The initial reporter received questionable low elecsys hcg stat results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 238 miu/ml. The result was reported outside of the laboratory where it was questioned. On (B)(6) 2021 the sample was repeated with a result of >10,000 miu/ml. The result from analyzer dilution was 50 miu/ml (with a data flag). The repeat result of >10,000 miu/ml was believed to be correct. On (B)(6) 2021 a new sample was drawn and the hcg stat results were 36305 miu/ml and 34482 miu/ml. The hcg stat reagent lot number is 45804500 with an expiration date of 30-jun-2021.